Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator exhibited anomaly during implant of the spinal cord stimulator - sensor indicator rate-. The physician reprogrammed the threshold. The issue was resolved. No patient symptoms were reported.